Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 11/06, inratio: 1.4, lab: 11.1. Pt was given fresh frozen plasma.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 11/06, inratio: 1.4, lab: 11.1, mean: 6.25, confidence limits: cannot be determined. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. The mean >5.0 and difference between inr's is >2.2. The values considered inaccurate. Patient was given fresh frozen plasma. This is adverse event case. Products will be returned for investigation.